Manufacturer narrative:
G3 - date received by manufacturer: 01-dec-2025 corrected to 02-dec-2025 for supp1. Claim #(B)(4).

Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Refractive surprise: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. Due to refractive surprise, the lens was exchanged for a same model, length but different power lens. The problem was resolved. Cause of the event was reported as device.

Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a micocentrifuge vial with residue/debris on the lens. Visual inspection found the lens haptic bent. Dimensional and functional inspection found the lens to be within specifications. H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).